Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received multiple shocks for af. As a result, the device reached eri. The device was explanted and replaced.

Manufacturer narrative:
The reported inappropriate therapy delivery was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. A longevity calculation was performed and the lead was found to be within expectation.